Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was hospitalized due to hypoglycemia. Customer stated he has reported the hospitalization twice. Customer stated he had issues with the sensor giving inaccurate readings. Customer stated the insulin pump alerted he was going low and his blood glucose was 175 mg/dl and sensor reading was 120 mg/dl. Customer treated blood glucose with half a unit and blood glucose lowered to 75 mg/dl. Customer was unable to continue troubleshooting. No further information reported.